Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer stated they received a kit and inside the kit the foley catheter was defective. The temperature wire was outside the catheter. Customer has product to return if needed. Customer would like replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b,d,e,g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer stated they received a kit and inside the kit the foley catheter was defective. The temperature wire was outside the catheter. Customer has product to return if needed. Customer would like replacement.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received one (1) used all-silicone foley catheter without original packaging. Verified material number 119316 and manufacturing lot number ngkv2544. Visual inspection of the return sample noted that the temperature wire was protruding out from the catheter. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer stated they received a kit and inside the kit the foley catheter was defective. The temperature wire was outside the catheter. Customer has product to return if needed. Customer would like replacement.